Manufacturer narrative:
The device did not meet specifications during an irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.